Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6)-2011. The caregiver stated the following: the cause was unknown and using new supplies cleared the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One companion sample was received in original packaging in reference to the system error 2240. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was placed on a homechoice (hc) machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.